Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800 mg/dl. The customer alleged that the pump was not delivering insulin properly during bolus delivery; however this could not be confirmed as customer declined troubleshooting with tandem technical support. Subsequently, customer was hospitalized. Bg was treated with intravenous insulin, and fluids of saline. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved; however customer reportedly experienced 3rd degree kidney failure.